Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that after the surgery, that an accuracy issue was observed. All electrodes were fund with error of 3 to 5 mm. All electrodes were inaccurate in the same direction. No patient impact has been reported.